Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the problem is with the power supply. Ordered power supply for testing purpose. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not showing battery indication properly. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a daily routine check, the cs300 intra-aortic balloon pump (iabp) alarmed and was not showing battery indication properly.

Manufacturer narrative:
Additional information: e1 (event site state: (B)(6), postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply charger, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during a daily routine check, the cs300 intra-aortic balloon pump (iabp) alarmed and was not showing battery indication properly. There was no patient involvement.